Manufacturer narrative:
The events of "swollen", "firm areas", "hard lesions", "lumps", and "nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported approximately 1.5 months after injection with juvederm voluma xc in the area "lateral to the oral commissures" the patient developed swelling, firm areas, lumps, and hard lesions at the injection sites as well as the "malar cheeks, buccal cheeks, right oral commissures, jaw line, cheek bone, and temple area. " the patient was prescribed a medrol dosepak and a "z-pack." Per the healthcare professional, the symptoms would disappear but reoccur within 24 hours of discontinuing the medications. The patient's symptoms "are getting worse."